Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the occlusion alarm went off with two handpieces prior to a surgical procedure. The handpiece was exchanged to initiate and complete the procedure. There was no patient involvement.

Manufacturer narrative:
Additional information: the customer reported that their handpieces were causing occlusion errors. On follow up, the customer reported that the occlusion bell rang before starting two cataract procedures. There was no patient injury or involvement. They were able to start the procedures by using other handpieces. The customer has optioned to have them exchanged. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of complaints for the last 24 months did not indicate any additional related reports for these handpiece. The first phaco handpiece was manufactured on july 15, 2015. Based on qa assessment, the product met specifications at the time of release. The second phaco handpiece was manufactured on july 15, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).